Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 no power account name: agiliti account #: (B)(4) asset name: 8100 pump module 9.17.0.22 asset location: contact: chue her contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports no power on their 8100 (sn: (B)(4)). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: customer verified 8100 was not powering up on another 8015. Customer had already replaced by iui's. Informed customer this is most likely due to the motor control board. Next would be logic board. Customer will start by replacing the motor control board. Ended call.